Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that when the user connected an endoscope of 290 series to the subject device, a scope communication error b30 appeared on the monitor. The user replaced the subject device to another unspecified device to complete the procedure. There was no report of the patient injury other than replacing the device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) has re-evaluated the reported event and determined that the reported event does not meet MDR reportable malfunction.